Event description:
It was reported that the patient underwent an initial right navicular arthrodesis with spongiosa plastic from ipsilateral tibia head approximately fourteen (14) years and four (4) months ago. The patient then underwent a revision surgery one (1) year and two months later to explant the implant due to healed navicular fracture and a new implant was implanted for new talonavicular arthrosis. Subsequently, approximately one (1) year and three months later the patient underwent a revision surgery to explant the implant due to non-union talonavicular.

Manufacturer narrative:
(B)(4). G2: switzerland. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: b6; e1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient experienced non-union but was still weight bearing and had moderate pain. X-rays were performed and identified the plate was fractured. Patient underwent removal of all metal, re-arthrodesis with tibia-spongiosa. Patient diagnosed with pseudoarthrosis after arthrodesis of the right talonavicular joint. Broken fusion plate was removed, and a new plate was implanted. Radiographs were provided and reviewed by a health care professional; however, they were not sent to mmi as the doctor's dictation calls out the complication and resolution and would not have contributed to the end result. A definitive root cause cannot be determined. A competitor product was used along with the vpc compression screw; however, this screw is a stand-alone product and does not mate with the competitor plate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.